Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep)regarding a patient who was receiving 25mg/ml infumorph at 7.6mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was having the pump replaced a few months prior to their elective replacement indicator because they have pump pocket discomfort. It was reported that the patient's pump had settled down on their hip, and it was rubbing up against their hip bone. The hcp created a pocket slightly above the previous pocket and secured the new pump using all 4 eyelets. The hcp replaced the current 40ml pump with a 20ml pump as the patient was unhappy with how far the 40ml pump stuck out. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device was explanted on (B)(6) 2018. The device was replaced by a manufacturer's device. It was reported that the pump was replaced when the pocket was revised. The hcp reported, "end of life or battery low??" No further complications were anticipated/reported.